Event description:
It was reported that the caregiver (cg) found a loose connection with fluid leaking. The leak was located between the patient line of the cassette and the transfer set. This occurred when the home patient (hp) was performing automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. The cg stated that they always made sure that there was a tight connection when preparing the setup for therapy. There was no adverse event indicated at the time of the report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).